Manufacturer narrative:
H10: during customer follow up, it was clarified that there was no issue with the homechoice cassette. The only problem was the clampex connector of the bag. Therefore, based on the additional information received, the homechoice cassette was determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was discovered between the supply line connection of a homechoice cassette and the supply bag. This issue was further described as, ¿found leaking from the white plastic connection area¿. This event occurred during peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.